Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 27-year-old female patient who had essure (batch no. 787229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2007, streptococcal pharyngitis, ovarian cyst, cervical dysplasia, multigravida, parity 2, cellulitis, deep vein thrombosis, dysfunctional uterine bleeding, insomnia and back pain. Concurrent conditions included hypoglycemia and anxiety. Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen from (B)(6) 2010 to (B)(6) 2010, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), propranolol, temazepam and zolpidem tartrate (ambien) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 1 year 9 months after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic"), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety & mental anguish"), depression ("psychological or psychiatric problems condition: depression/psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (d and c (dilation of cervix with sharp curettage), ablation and hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), date --(B)(6) 2013). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, migraine and headache had resolved and the abdominal pain, anxiety, vaginal haemorrhage, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 (previously reported) and (B)(6) 2010. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, uti, migraine, headaches. Plaintiff was unable to afford removal surgery. Left: six calls were noted to extend into the intrauterine cavity discrepancy noted in essure confirmation test (not done reported in current fu) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication. Events outcome updated. Reporter added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), genital haemorrhage ('general abnormal bleeding') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 27-year-old female patient who had essure (batch no. 787229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2007, streptococcal pharyngitis, ovarian cyst, cervical dysplasia, multigravida, parity 2, cellulitis, deep vein thrombosis, dysfunctional uterine bleeding, insomnia and back pain. Concurrent conditions included hypoglycemia and anxiety. Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen from (B)(6) 2010 to (B)(6) 2010, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), propranolol, temazepam and zolpidem tartrate (ambien) from (B)(6) 2012 t0 (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 1 year 9 months after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic"), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety & mental anguish"), depression ("psychological or psychiatric problems condition: depression/psych injury"), post procedural complication ("post procedural complication") and dyspareunia ("dyspareunia"). The patient was treated with surgery (d and c (dilation of cervix with sharp curettage), ablation and hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), date --(B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, urinary tract infection, migraine and headache had resolved and the abdominal pain, anxiety, vaginal haemorrhage, depression, post procedural complication and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 (previously reported) and (B)(6) 2010. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, uti, migraine, headaches. Plaintiff was unable to afford removal surgery. Left: six calls were noted to extend into the intrauterine cavity discrepancy noted in essure confirmation test (not done reported in current fu) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2021: mr received: reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), genital haemorrhage ('general abnormal bleeding') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 27-year-old female patient who had essure (batch no. 787229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2007, streptococcal pharyngitis, ovarian cyst, cervical dysplasia, multigravida, parity 2, cellulitis, deep vein thrombosis, dysfunctional uterine bleeding, insomnia and back pain. Concurrent conditions included hypoglycemia and anxiety. Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen from (B)(6) 2010 to (B)(6) 2010, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), propranolol, temazepam and zolpidem tartrate (ambien) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 1 year 9 months after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic"), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety & mental anguish"), depression ("psychological or psychiatric problems condition: depression/psych injury"), post procedural complication ("post procedural complication") and dyspareunia ("dyspareunia"). The patient was treated with surgery (d and c (dilation of cervix with sharp curettage), ablation and hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), date --(B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, urinary tract infection, migraine and headache had resolved and the abdominal pain, anxiety, vaginal haemorrhage, depression, post procedural complication and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 (previously reported) and (B)(6) 2010. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, uti, migraine, headaches. Plaintiff was unable to afford removal surgery. Left: six calls were noted to extend into the intrauterine cavity discrepancy noted in essure confirmation test (not done reported in current fu) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 787229 manufacture date: 2010-10 expiration date: 2013-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 27-year-old female patient who had essure (batch no. 787229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in (B)(6) , streptococcal pharyngitis, ovarian cyst, cervical dysplasia, multigravida, parity 2, cellulitis, deep vein thrombosis and dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen from (B)(6) 2010 to (B)(6) 2010 and zolpidem tartrate (ambien) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 1 year 9 months after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic "), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety & mental anguish") and depression ("psych injury/ psychological or psychiatric problems condition: depression"). The patient was treated with surgery (d and c (dilation of cervix with sharp curettage), ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, anxiety, urinary tract infection, migraine, headache, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 (previously reported) and (B)(6) 2010. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, uti, migraine, headaches. Plaintiff was unable to afford removal surgery. Left: six calls were noted to extend into the intrauterine cavity. Discrepancy noted in essure confirmation test (not done reported in current fu) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-oct-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 787229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2007, streptococcal pharyngitis, ovarian cyst, cervical dysplasia, multigravida, parity 2, cellulitis, deep vein thrombosis and dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2012, ibuprofen from (B)(6) 2010 to (B)(6) 2010 and zolpidem tartrate (ambien) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 1 year 9 months after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic "), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety & mental anguish") and depression ("psych injury/ psychological or psychiatric problems condition: depression"). The patient was treated with surgery (d and c (dilation of cervix with sharp curettage), ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, anxiety, urinary tract infection, migraine, headache, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 (previously reported) and (B)(6) 2010. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, uti, migraine, headaches. Plaintiff was unable to afford removal surgery. Left: six calls were noted to extend into the intrauterine cavity discrepancy noted in essure confirmation test (not done reported in current fu) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received. Vaginal bleeding, was added. Depression and anxiety was clubbed with previously reported event psych injury. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.